Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the affiliate that during suction, the 512x trocar broke in two pieces. The stem was in the abdomen while the other piece was outside the body. The stem was replaced with a different competitor type trocar. There was no consequence to the pt. No further info is available.